Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause for the reported device dislocated issue of the stent could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2022), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the stent allegedly dislocated from the balloon. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause for the reported device dislocated issue of the stent could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the stent allegedly dislocated from the balloon. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the stent allegedly dislocated from the balloon. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, the stent noted to be deformed and crushed and dislodged from the original position. Stent crimp was noted on the returned device during the microscopic observation. No damage or any other anomalies noted on the returned device. No functional testing performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported stent dislodgement as stent was noted to be dislodged from the balloon on the device returned for evaluation. The investigation was also confirmed for the identified stent deformation as the returned stent noted be deformed and crushed. A definitive root cause for the reported stent dislodgement and identified stent deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified. (Expiry date: 03/2022).

Event description:
It was reported that during an angioplasty procedure, the stent allegedly dislocated from the balloon. The procedure was completed by using another device. There was no reported patient injury.